Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced exit block. There was increased threshold, increased and high impedance on the right ventricular (rv) lead. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.